Manufacturer narrative:
The device reference in this report has been returned to olympus for investigation and is currently being evaluated. The initial investigation has revealed no problems with the device. An update to this report will be provided within 30 days. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility claimed that, during a therapeutic colonoscopy the flow of the flushing pump caused a tear in the mucosal lining of the patient's colon. The facility claimed that following the procedure, they inspected the unit, and found that the flow was nonlinear. The facility has ben contacted for additional info regarding this report and has stated there was no medical intervention required and no medication has been provided to the pt. The pt is reported to be doing well.